Event description:
It was reported that an intra-aortic balloon (iab) was placed in the cath lab. The iab was connected and the intra-aortic balloon pump (iabp autocat 2 wave) worked fine for 3-5 minutes, then the pump alarmed "system error 8." The pump was turned off and back on and 3 minutes later alarmed "fos sensor out of range." The staff reconnected the fiberoptix sensor (fos) connector to the pump, but the pump did not make a connection confirmation sound. The pump was exchanged for another autocat 2 wave which worked successfully. Pump strips were generated upon the system error 8 alarm and an ECG was displayed, but not printed on the strips. The ECG was flat on the pump strips.

Manufacturer narrative:
(B)(4). Additional information received on 9/7/2010 from arrow japan stated that upon reception of the pump which alarmed "system error 8," the pump was checked to see the symptom. Pump operation & status of fiberoptix sensor (fos) were checked & the pump was left on for a while. However, the pump did not alarm system error 8 during the checking. It seemed that the alarm was reset while being returned to us because the battery breaker had been switched off. It means that power was not supplied to the fos board & between the fos board & the central processing unit board, which reset the system error 8 alarm. Further investigation will be conducted on the pump. Follow-up report will be filed if additional information becomes available.